Event description:
At the close of an uneventful cardiovascular bypass procedure, the pt required returning to extracorporeal circulation. Since the pt's systemic anticoagulation had been reversed, blood clots had formed in the extracorporeal circuit. Consequently, a new tubing circuit needed to be placed into the pump system. At that time, the user was unable to open the tube clamp mechanism of the arterial pump, thus preventing replacement of the tubing circuit. An alternative pump system was brought into the o.r. And the procedure was completed without pt injury.